Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys total psa immunoassay result for 1 patient sample tested on a cobas 6000 e 601 module. The initial total psa result was 0.043 ng/ml. The same patient sample was retested twice on the same analyzer with total psa results of 5.22 ng/ml and 5.16 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The total psa reagent lot was requested but was not provided. The investigation is currently ongoing.